Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction? No. Site sample status: not received.

Event description:
Event verbatim [preferred term] I received this burn on (B)(6). This image is from (B)(6). I had other marks but just one large blister. [Burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated "I received this burn on (B)(6). This image is from (B)(6). I had other marks but just one large blister. Just saw the recall on the news tonight. I had already thrown away the box and thermal heat wrap". Action taken in response to the event was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction? No. Site sample status: not received. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (23apr2020): new information received from product quality complaints (pqc) group included: updated suspect product and provided product quality investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]: I received this burn on (B)(6). This image is from (B)(6). I had other marks but just one large blister. [Burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history was not reported. The patient's concomitant medications were not reported. The patient stated "I received this burn on (B)(6). This image is from (B)(6). I had other marks but just one large blister. Just saw the recall on the news tonight. I had already thrown away the box and thermal heat wrap". The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.